Manufacturer narrative:
Corrected field: b5, h11. Updated fields: b5, d8, h2. This report previously included the complaint of "elevator wire broken" however upon further investigation it was determined that this was fully contained within the device and therefore there is no potential that this issue could cause or contribute to a death or serious injury were it to recur is unlikely.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had peeled adhesive around the light guide lens and objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around lg lens is peeled. Adhesive around objective lens is peeled. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction identified during the investigation is traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope had broken elevator wire. There were no reports of patient involvement.